Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from approximately 400-536 mg/dl. Reportedly, the pump did not function as intended. A pump system check was performed by tandem technical support and was determined that the pump functioned as intended, however, the customer maintained allegation that the pump did not deliver insulin as intended. Reportedly, the customer delivered a correction bolus and reverted to manual injections to address bg levels.